Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had experienced diaphragmatic stimulation. Increased capture threshold was observed on the left ventricular lead and dislodgement was suspected. The lead was successfully explanted and replaced on (B)(6) 2015.